Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual examination of the returned device found no damages in the delivery system, and the tip of the nose cone had evidence of cautery. Electrical inspection related to the continuity between the rf connector and distal rf electrode was performed and no problems were noted. In addition, the device was connected to the erbe generator, and bubbles were observed in the saline solution, indicating that the tip was functioning properly. No other problems were noted with the stent or the delivery system. Product analysis did not confirm the reported event of cautery delivers energy intermittently as no problems were noted regarding the continuity between the rf connector and distal rf electrode during electrical inspection. Additionally, the tip was functioning properly during the functional inspection as bubbles were observed in the saline solution when the device was connected to the erbe generator. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was attempted to be implanted transgastric to the small bowel. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The device is not indicated for placement transgastric to the small bowel.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the small bowel during an endoscopic ultrasound (eus)-guided gastroenterostomy with stent placement procedure performed on (B)(6) 2025. During the procedure, it was impossible to puncture from the stomach to the small bowel as there was not enough energy, despite increasing the power setting and multiple attempts to puncture the anatomy. Another of the same device was used, but it also encountered difficulty in puncturing. Eventually, the second stent was placed, and the procedure was completed. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted transgastric to the small bowel. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the small bowel.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the small bowel during an endoscopic ultrasound (eus)-guided gastroenterostomy with stent placement procedure performed on (B)(6) 2025. During the procedure, it was impossible to puncture from the stomach to the small bowel as there was not enough energy, despite increasing the power setting and multiple attempts to puncture the anatomy. Another of the same device was used, but it also encountered difficulty in puncturing. Eventually, the second stent was placed, and the procedure was completed. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted transgastric to the small bowel. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the small bowel.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.